Manufacturer narrative:
Agent reported patient presented in clinic with discomfort and imaging was ordered. Broken central screw on rsp baseplate. Male 77. Complaint has been evaluated and is similar to report number 1644408-2022-01543; 508-32-204, s801 - device cracked/broke, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient presented in clinic with discomfort and imaging was ordered. Broken central screw on rsp baseplate. Male 77.